Event description:
Caller reported a malfunction on pump, identified by error malf 16- 0x20e6. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support arranged for pump to be replaced and provided instructions for returning malfunctioning pump, updating software, and storage mode procedures, all of which were understood by caller. Caller was instructed to switch to mdi therapy temporarily.